Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized due to fast atrial activity until a pacemaker mediated tachycardia (pmt) occurred. The physician reprogrammed the post-ventricular atrial refractory period (pvarp). However, there is intermittent atrial undersensing with the new programming. The device remains in use. No adverse patient effects were reported.